Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and competitor right ventricular (rv) lead experienced several episodes of syncope. Upon interrogation of their device several episodes of noise were stored to the device resulting in pacing inhibition and the reported syncopal episodes. Ts reviewed the data and discussed the noise appeared consistent with minute ventilation (mv) sensor noise. Daily impedance measurements were within normal limits but it was noted that they began to decrease several months earlier and pacing thresholds more doubled over that same period. The mv sensor was programmed off and the patient scheduled for additional testing on a later date. No additional adverse patient effects were reported. This system remains in service.